Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. However, the exact value was not provided. The contact declined troubleshooting with tandem's technical support. Reportedly, the contact discussed the bg level with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following low blood glucose (bg) levels were not confirmed on (B)(6) 2017. The last bolus delivered was requested on (B)(6) 2017 at 10:19am. Basal continued to be delivered after 10/09/17. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.